Manufacturer narrative:
The product was returned for evaluation, however subsequent testing did not verify the complaint. The return evaluation did not address the motor fault. However, the power cord was identified as being damaged, with the insulation worn through, exposing the bare wires. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left motor is flashing light. The provider states this is the 3rd motor have been replaced. The product was returned for evaluation, however subsequent testing did not verify the complaint. The return evaluation did not address the motor fault. However, the power cord was identified as being damaged, with the insulation worn through, exposing the bare wires.